Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1). Additionally, it was reported that an occlusion alarm occurred. Reportedly, customer cleared the alarm and resumed insulin delivery. Customer's blood glucose level ranged from 130 mg/dl to 140 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.